Manufacturer narrative:
Insulin pump received with failed self-test alarm during self test, problem isolated to rf board.

Event description:
Customer reported via phone call that the insulin pump had rf pic failed self test and pump error alarm. Customer's blood glucose value was 296 mg/dl. The customer was assisted with troubleshooting. The customer advised to discontinue use of the insulin pump and revert to a backup plan. Customer will be returned device for analysis.